Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. It was reported that no equipment would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient suffered a hemorrhagic stroke and became unresponsive shortly after arriving at an outside hospital. The patient never became stable enough to transfer to the implanting center. The patient's family elected to withdraw care, and the patient expired on (B)(6) 2016. The patient's inr reportedly had been within normal limits. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.